Event description:
Patient had been on CPAP for 3 years. He replaced the 6-foot coiled hose with a new hose on (B) (6) 2010. He noted that the hose membrane was extremely thin, like cellophane, much thinner than other hoses supplied in the past. On the third night using this hose, he awoke from sleep with a start, realizing that he could not inspire. After turning on the light, he found that the membrane had separated from the coil and had collapsed, interrupting air flow. Although there was no enduring injury suffered by this patient, the event was potentially life-threatening, as another patient who might have been more sedated or had less mobility could have suffered anoxic injury from the interruption of air flow. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced?: yes.